Manufacturer narrative:
Concomitant medical devices: 383059 lead; 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited out of range impedance that increased above the upper threshold limit setting. The lead remains in use. No patient complications have been reported as a result of this event.